Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, g3, g6, h2, h3, h4, h6, h10 reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with product received. One g7 poly lnr remover drill bit item# 010002746 lot# 690970 approximate age of 3 years were returned and evaluated. Upon visual inspection, the tip of the device had bent. There was no other visible damage to the shaft or end of the device. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the inspection of the loaner kit in the warehouse, it has been detected that the piece has a bent and broken tip. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.